Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that post lens implantation z-syndrome was observed. Reportedly, the lens was positioned posteriorly with synechiae. The lens was explanted and exchanged for a different model lens.